Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h6- medical device ¿ problem code (1) corrected from "2930" to "1425". The device was returned to the factory for evaluation on 04/13/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula and the harvesting device was returned for evaluation. There were no visual defects observed on the intact cannula or the intact c-ring. Tissue was observed on the tip of the intact jaws. There were no visual defects observed on the harvesting jaws or the heater wire. An electrical evaluation was conducted. .a pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke or unusual odor was was observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failures "failure to deliver energy¿ and "device emits odor" were not confirmed. The lot #3000289929 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 failed to activate and no energy appeared to be delivered. The power setting on the supply was set at 3. The hemopro 2 adapter cable and extension cable were switched out and the device continued to fail when activated. Therefore, a new hemopro 2 kit was opened. When branch ligation was attempted with the new device, the device worked as expected and the case continued with no other issues. When asking about the defective device, the account stated that "that there was an odor, not a burning odor, but an odor resembling something that was being over worked'. The only procedural delay was the time it took to open up a new evh kit .less than 3 minutes. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.